Manufacturer narrative:
An event regarding packaging damage involving simplex bone cement was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no devices were returned and no photographs were provided. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review: review determined that there were no other similar reported events for the lot. Conclusions: based on the information provided by the customer, the smell was strong coming from the product. This indicates that an ampoule was broken at the time or shortly before the product was received by the customer. The liquid from the ampoule has a very strong odor and lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. A CAPA trend analysis was conducted for the reported failure mode and concluded simplex packaging damage may result from other factors not necessarily related to the product. No further investigation is possible at this time as no product and insufficient information was received by stryker orthopaedics. If additional information becomes available this investigation will be reopened.

Event description:
Hospital received case of bone cement damaged. Outer box did not show any signs of damage. When outer box was opened, they noticed odor coming from box. Hospital did not open case of cement, they immediately disposed of so they are not sure if any vials were smashed. They did not take any pictures of box or report to (B)(6) as there was no visible damage.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was disposed of by the hospital and not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Hospital received case of bone cement damaged. Outer box did not show any signs of damage. When outer box was opened, they noticed odor coming from box. Hospital did not open case of cement, they immediately disposed of so they are not sure if any vials were smashed. They did not take any pictures of box or report to (B)(6) as there was no visible damage.